Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited a heart rate of 40 beats per minute (bpm). Technical services (ts) reviewed and it was noted that this could be related to a pacer anomaly; however, this has not been determined at this time. Ts referred the patient to their following clinic. This device remains in service. No adverse patient effects were reported.